Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05676. As part of the investigation, olympus followed up with the customer to obtain additional information regarding the reported event. The customer further reported the scope was reprocessed according to olympus guidelines. They were unable to remove the biofilm buildup. A high level disinfectant is also used in the medivators. There was no death, serious injury or patient infection reported. The scope was not culture tested. No further information was available. The repair history was reviewed which indicated the scope was last serviced via repair on june 15, 2020. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to insufficient cleaning at the user facility or due to the storage environment. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus without being cleaned, disinfected and sterilized. The device was returned to the customer without evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported there is biofilm buildup at the distal end of the inner channel. Additional information is unavailable at this time.